Event description:
The pt reported experiencing elevated blood glucose of up to 400 mg/dl and leaky infusion sets for approx 4-5 months. The pt stated the infusion sets began to leak after 0.5-2 days of use. The pt's normal blood glucose range is 80-160 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion sets were requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.